Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she recently went to the hospital via paramedics due to a blood glucose level of 23 mg/dl. The customer was wearing the insulin pump at the time of the incident. The insulin pump was not replaced or returned for analysis.